Event description:
It was reported the customer had a motor error alarm on their insulin pump. The customer stated the alarm was recurring. Customer also stated they did not rewind with the reservoir in place. Customer's blood glucose was 3.8 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.